Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. The customer replaced the flow sensor assembly to resolve the reported issue. The gas delivery system (gds) was returned for failure investigation. Airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem.

Event description:
It was reported that the air flow sensor of a v60 ventilator was measuring at -1.6 lpm. There was no patient involvement.